Event description:
The customer reported that she received a prime rewind alarm on her insulin pump. His blood glucose was not known. During troubleshooting, the customer stated the insulin pump was not dropped and the drive support cap was sticking out. He was advised to discontinue use of the insulin pump and revert to a back-up plan. It was also stated that there was some damage on the insulin pump screen. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded and or loose drive support disk. The insulin pump was received with protruded and or loose drive support disk, minor scratched display window, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.